Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed would be updated at that time should pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to perforation in the hear wall. No additional adverse patient effects were reported.